Event description:
It was reported by the affiliate that prior to an unk procedure, the connector of air port was broken when opening the package. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Detached stopcock. Evaluation summary: the analysis results found that only the sleeve of the 512ht device was returned. The instrument was received with the stopcock detached but present. No adhesive residues were noted on the stopcock assembly. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.